Event description:
Information received indicates when pressing the right foot controls, the head would move the hi/low and the hi/low was moving the head.

Manufacturer narrative:
The technician found the hi/low and head labels were installed in the incorrect positions.